Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned to failure analysis with a reported problem of ¿22028 errors,¿ which was confirmed and replicated. In artemis, error 22028 was found, indicating persistent post test failures. Error 23007 was also found, indicating high command velocity during the wiggle test on the suj vertical, confirming that the faults occurred in the field. The unit was installed on a golden system in normal mode, where it functioned within specification. It was then installed on a pftp, where it passed all relevant tests with no log errors. Upon visual inspection, sticky residue and a burnt smell were observed on the vsuj brake pad, replicating the reported event. Based on these findings, failure analysis concluded that the vertical brake assembly is the root cause of the reported problem.

Event description:
It was reported that there were issues with arm 1 during case setup, specifically that arm 1 was not free to move. The technical support engineer reviewed the system and confirmed error messages indicating that arm 1 failed the power on self-test. It was also noted that the customer had already attempted a hard power cycle of the patient side cart, but the issue persisted. The customer then indicated a need to consult with the surgeon and staff to determine how they wished to proceed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.